Event description:
The patient reported continued sharp and stabbing shin pain when standing or touching the area over the neurostimulator. The neurostimulator was working as it was capturing and managing the patient's knee pain. However, there was still pain in the soft tissue around the implant. The patient was treating the shin pain with lidocaine patches and topical diclofenac. An explant procedure was performed on (B)(6) 2024, and a new neurostimulator was implanted. Post implant of the new neurostimulator the patient reports they are having less shin pain since and it continues to improve.

Manufacturer narrative:
The surgical issue questionnaire was reviewed for potential causes of the reported issue. Based on this review implanting the neurostimulator after the expiration date, not prepping the surface of the skin with an antiseptic solution, multiple tunneling attempts, using inappropriate tools, and not attending their post-op visit have been ruled out as potential causes. The clinical representative stated that the receiver was not coiled, only knotted and sutured to the fascia. However, the cause of the shin pain is unknown. The stimulator is used to treat pain. The cause of the reported issue is unknown. The investigation findings do not lead to a clear conclusion about the cause of the reported issue. Therefore, conclusion has been selected as unable to determine root cause. Rates reviewed at the most recent complaint trending meeting do not indicate a significant increase in surgical issues. Surgical issue rates remain acceptably low; thus, a CAPA is not required at this time. Surgical issue rates will continue to be tracked and trended.